Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the se 2240 was not determined. The batch review was performed with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during dwell 4 of 6. The baxter technical service representative (tsr) assisted the caller with recycle power, clear the alarms and explained the alarms. The home patient (hp) will discard supplies and finish with manuals. The hp will call the registered nurse (rn) regarding the air detect alarm, being connected and missing the last fill. There was no patient injury or medical intervention indicated at the time of the initial report.